Manufacturer narrative:
Follow-up #1 date of submission: 03/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2016 with the following findings: a review of the black box data showed evidence of a reboot on (B)(6) 2016. During testing, the pump¿s display was blank. The power issue could not be fully tested due to this. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.